Event description:
According to the literature, a randomized clinical trial compared perioperative data and long-term outcomes in patients with small h epatocellular carcinoma (hcc) treated with laparoscopic liver resection (llr) or radiofrequency ablation (rfa). Between (B)(6) 2014 to (B)(6) 2015, there were 150 participants with 77 patients who received llr and 73 patients who received rfa. Complications of the rfa group included atelectasis (1), lung injury (2), hepatorenal syndrome (1), and gastrointestinal perforation (1). One patient who had postoperative complications of gastrointestinal perforation and lung injury was successfully treated surgically. Laparoscopic liver resection versus radiofrequency ablation for small hepatocellular carcinoma: randomized clinical trial, juxian song, bjs, 2024.

Manufacturer narrative:
D10 concomitant products: unknown cool ti, unknown cool tip elecrtrode (lot#: unknown) juxian song, li cao, jian chen. "Laparoscopic liver resection versus radiofrequency ablation for small hepatocellular carcinoma: randomized clinical trial", 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.